Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a power error alarm every four hours. Customer's blood glucose was unknown. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 25 alarms noted on detailed trace and long trace downloads. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratches on case, cracked select button keypad overlay, cracked case, keypad overlay texture damage and minor scratches on lcd window.